Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time.

Event description:
Consumer reported complaint for e-2 display accompanied by symptoms. The customer is concerned with tests results from results obtained of 69mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 69mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 04/04/19. The meter memory was not reviewed for previous test result history.